Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced an infection. There was a draining area below the pump that revealed erosion. The pump was explanted. No rotor or dye studies were performed. Per the reporter, there was no pt injury. The pump was used to deliver hydromorphone. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.